Manufacturer narrative:
(B)(4)

Event description:
The customer reports: the catheter was inserted on (B)(6), and a leakage of liquid was noted. The catheter was replaced.

Event description:
The customer reports: the catheter was inserted on may 12, and a leakage of liquid was noted. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned one catheter for evaluation. Visual examination revealed that the catheter body was cut. No other defects or anomalies were detected. The returned catheter body measured to be 135 mm which indicates that at least 72 mm was trimmed from the catheter per product drawing. The returned catheter portion was first tested by occluding the distal end of the catheter body and injecting liquid into each extension line using a lab inventory syringe. No leaks were detected. The catheter was again tested using a lab leak tester. The catheter was attached to the leak tester and pressurized to 300 kpa for 30 seconds. No leaks were detected. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report of catheter leak during use could not be confirmed by complaint investigation. The returned catheter passed all functional testing. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.